Event description:
Per user facility medwatch form, (B)(4), during an unknown procedure, the stapler did not work properly. Instead of staples bending to close the incision, they flared out almost flat. There was no patient consequence.

Manufacturer narrative:
(B)(4). Nonconforming cartridge weld. The analysis results showed that one instrument was returned with the nose open and non-functional due to an insufficient nose weld. In addition, one staple was found in the cartridge nose. No functional test was performed due to the condition of the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).